Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty as the device was returned for analysis with both needles engaged with the cuffs. The suture rail was cut from the swage end of the posterior needle tip, which is consistent with cutting the plunger free. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of an unspecified vessel using two proglide devices relative to an unspecified interventional procedure. Reportedly, the sutures were loose on plunger removal [suture retrieval issue] with the two proglide devices. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.